Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'infection," ¿fluid inside breast,¿ ¿cellulitis,¿ ¿breast is hot and red,¿ and "pain up and down arm" and a seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side 'infection," ¿fluid inside breast,¿ ¿cellulitis,¿ ¿breast is hot and red,¿ and "pain up and down arm.¿ healthcare professional reported a seroma. Device remains implanted.